Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The left motor will still allow the wheel to turn after brakes are engaged.